Manufacturer narrative:
The patient has cancer. Be advised the patients current health status may affect the action of oral anticoagulants and the inr value. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date : (B)(6) 2013, inratio meter (test 1) = 1.8; inratio meter (test 2) = 3.0; ref = 8.77; mean = 4.52. Confidence limits = 2.5 - 6.5. The mean of the inratio meter and comparative system inr were calculated. The first inratio result and reference value were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 1.8, 2nd inr = 3.0, mean = 2.4, sd = 0.85, %cv = 35.36. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on reported lot #304245 on (B)(6) 2013. Results were as follows: donor a) 197, inratio: 1.7, 1.8, 1.8, ref: 1.70, bias threshold 1.20-2.20, %cv: 3.27; b) 216, inratio: 1.6, 1.7, 1.7, ref: 1.65, 1.15 - 2.15, 3.26. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from repeat inratio and reference tests revealed that the test result comparison did not meet accuracy or precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Patient's condition as a cause of the unexpected results cannot be ruled out. As reviewed on 06/13/2013, 8 discrepant result complaints were reported for lot #304245 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 1.8, re-test: 3.0, lab: 8.77. Time between initial inratio test and inratio re-test 20 mins. Time between inratio re-test and lab test: 10 mins.